Event description:
It was reported that during a procedure to declot an av fistula in the arm, the pta balloon could not be pulled into the sheath after it was inflated. The delivery system and the balloon had to be removed together. No injury to the patient reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for evaluation. The result of the investigation was inconclusive and the root cause unknown. The current IFU (information for use) states the following: once the dilatation procedure has been completed, use a syringe to deflate the balloon by applying suction to the balloon lumen. This procedure will reduce the balloon and facilitate removal of the catheter. The current IFU (information for use) for this device states: warning: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products of the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.